Event description:
As reported, during an angiographic procedure, air bubbles were noted in the tubing of the fluid delivery set. No air was injected into the patient. A new device was used without any issues. The used device was discarded by the hospital.

Manufacturer narrative:
In lieu of a reported lot number, a shipping history was performed for the last 3 lots of product shipping to this customer. No quality or manufacturing related issues were noted in a review of these records. No device analysis could be performed as the device from the reported incident was discarded by the hospital. Controls in place at the manufacturing level for the fluid delivery sets include several inspections of the tubing, bond site, luer fittings, and spike heads for visible damage and correct assembly. The root cause of this incident is unable to be determined due to lack of a sample for evaluation. The reported event is not occurring more frequently or with greater severity than is usual for the device.